Event description:
The customer reported that the system was not booting up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reloaded the bios and pc guard. The system functions as intended.